Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. Friend is calling on behalf of the customer. The customer is concerned with results obtained of 400mg/dl. The expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the hall closet. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 6/13/2018 and open vial date is 2 to 3 weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1: 223mg/dl date: (B)(6) 2017time: 6:57pm non- fasting. Result 2: 261mg/dl date: (B)(6) 2017 time: 4:32pm non- fasting. Result 3: 341mg/dl date:(B)(6) 2017 time: 6:47pm non- fasting. Result 4: 328mg/dl date: (B)(6) 2017time: 5:08pm non- fasting. Result 5: 288mg/dl date: (B)(6) 2017 time: 4:33pm non- fasting. Friend was calling about this customer' s meter reading high on blood results, customer would not speak to me. She kept yelling out the answer to the question I was asking the friend. She refused to speak to us and wanted the meter only replaced. I told the friend I have to get the information in order to process this call. Customer said she did not run her blood this morning as a fasting but did yesterday and got 400mg/dl there was no 400mg/dl blood results in the memory. The friend is the person that help get the results out of the memory. The customer yelled that the time and date are not correct. She also said she runs her blood 4 times a day but in the memory, it showed 1 time every other day or two.